Manufacturer narrative:
Evaluation summary: a device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. Three photos were provided by the customer. Visual evaluation of these photos was performed. In the first and second image the suture wing is seen separated from the catheter and the suture wing is attached with sutures to a part of the patient's body. The catheter cannot be seen in this picture. In the last picture one catheter can be seen. This device does not have the suture wing attached and showed signs of use. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for the reported amount of time. It can be concluded that the suture wing was more likely damaged during use. No trends or triggers have been found for this event. No action is deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the suture wing and securement ring dislodged from the catheter. There was no patient injury.